Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): articulation link the analysis found that one long60a device was returned in good visual condition and with a blue cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed, as the device performed without any difficulties noted.

Event description:
It was reported that during a lap gastric bypass procedure while firing over the jejunojejunostomy with a white load, the staples were malformed in the middle of the staple line. There was minimal bleeding, and no transfusion was needed. Another device lts60a and sutures were used to complete the case with no patient consequence.